Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps, and after reset cgm error did not reappear and customer successfully started new sensor session.